Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The machine alarmed, a blood leak was visually observed and the blood leak was confirmed with test strips. Estimated blood loss was 300cc's. No medical intervention was required and the pt had no ill effects. Sample was discarded by user facility; no sample is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode can not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.